Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to communicate with a monitor) was confirmed. Upon investigation, trunk cable connector j702 on the distribution node pca was physically damaged. Pin 1 of the connector was bent. The root cause for the bent pin was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that it was unable to communicate with a monitor.